Event description:
During a ptca treatment procedure involving a lesion in the lad coronary artery, the maverick2 monorail balloon was suspected to have ruptured on the second inflation. (The number of atm's reached on the inflations is unknown.) The patient was asymptomatic during this event. The percentage of stenosis and calcification of the lesion and tortuosity of the vessel are unknown. The type and size of introducer sheath, guidewire and guide catheter and which inflation device was used are unknown. The procedure was successfully completed. Patient status is reported as 'good'.